Manufacturer narrative:
Further analysis was performed on the main printed circuit board assembly (pcba). This analysis could not confirm the reported failure of power up in cal mode, however it was confirmed that the device was significantly out of calibration. Re-calibration produced device operation within specification.

Event description:
It was reported when the on button is pressed the epg (external pulse) pacemaker does not start pacing, it gives a "cal" error in the rap (rapid atrial pacing) window. Once the enable/disable button is pressed for the rap, the message changes to "111". The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the device powered up in "cal" mode. The main printed circuit board assembly was found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.